Manufacturer narrative:
This report contains a correction to field h6: device codes.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed the non programmable settings and recommended device replacement. A subsequent call noted that pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. As the device was already in safety mode an analysis for the root cause of the code 1003 was not requested nor performed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed the non programmable settings and recommended device replacement. A subsequent call noted that pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. As the device was already in safety mode an analysis for the root cause of the code 1003 was not requested nor performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed the non programmable settings and recommended device replacement. A subsequent call noted that pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. As the device was already in safety mode an analysis for the root cause of the code 1003 was not requested nor performed. This device remains in service. No adverse patient effects were reported.